Event description:
A report was received stating that during set-up, a ventilator displayed a "motor fault failure" message and all parameter values were reset to zero. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned ventilator was evaluated for the reported "motor fault failure" message. The reported event was not duplicated during testing. It was suggested that the user facility replace the main computer board as a precaution.